Event description:
At the initiation of cardiopulmonary bypass, the patient's pao2 values were low. Upon ispection of the oxygenator it was noted that the gas inlet cap was partially detached allowing the sweep gas to escape before passing through the device. The oxygenator was replaced without incident. The patient's recovery was uneventful.